Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion external battery was not supporting a patient. The companion external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
This companion external battery was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver was disconnected from wall power while in the hospital laboratory. The customer also reported that the companion 2 driver was reconnected to wall power and after approximately one week, the companion external battery did not charge.

Manufacturer narrative:
Visual inspection of the battery revealed no anomalies. A review of the system management (smbus) data revealed no anomalies and initial functional testing revealed its input/output functions were operational. Additional testing and evaluation was performed and the external battery successfully passed all sections of the procedure, which includes charge testing. The battery performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.